Manufacturer narrative:
(B)(4). This event was previously reported under 0001822565 -2017-05844. Complaint sample was evaluated and the reported event was confirmed. As returned, provisional exhibits signs of repeated use and has a fragment from the anterior piece of part fractured off, fractured piece not returned. Device history record was reviewed and no discrepancies were found. Complaint history review determined that no further action(s) is/are required. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was found to be fractured during inspection. Attempts have been made and additional information on the reported event is unavailable.